Event description:
It was reported that the customer believes that their insulin pump was not delivering insulin. The customer also mentioned that there was a white substance near where the reservoir attaches. The customer also mentioned receiving a weak battery alarm. Customer's blood glucose level at the time 145mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.